Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was noted to have high capture threshold despite multiple attempts of repositioning the rv lead. Upon removal, the helix of the rv lead was noted to be damaged. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were inadequate capture and a helix damaged. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed, however, helix damage was confirmed. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray examination of the helix confirmed the helix was extended, compressed, bent, damaged consistent with procedural damage.